Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 6f amplatzer torqvue delivery system was selected for use. The patient did not have a tortuous anatomy. During procedure, the guidewire had passed through the catheter. Once the catheter was introduced into the patient, it was observed that the tip was damaged; the catheter would not track over the wire. In addition, it appeared that "the loader seemed to be the wrong size." The device would not pass into the catheter via the loader. The user alleged that the tip damage occurred when the catheter was introduced into the groin. Therefore, both the torqvue and the loader were exchanged for unknown replacement devices and the procedure was completed successfully. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of loader to sheath hand-off failure was reported. It was also reported that the tip of catheter was observed to be damaged when introduced into groin and would not track over wire. One image from field appeared to show the tip of sheath to be damaged. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported loader to sheath hand-off failure could not be conclusively determined. The reported damage tip is possibly from operational context. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a